Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during implant procedure, the patient's pacemaker (pm) had unspecified oversensing when the leads were connected to it. The pm was not used and replaced with a new device. The patient was stable throughout procedure.